Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of homechoice had 3 cycles instead of 4 was confirmed over the phone by global technical services at the time the incident was reported. The technical service representative reviewed the program; total volume = 11500ml, fill volume = 2500ml, and last fill volume = 2000ml. Based on these therapy parameters, the device calculated that there was enough solution for only 3 cycles; this is normal device function. The customer stated that she would call the nurse the next morning. The device was not swapped. During a follow up call, the nurse indicated that the therapy was reprogrammed to the correct setting. The assignable cause for the reported problem was therapy program error.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had three cycles not four. The technical service representative (tsr) reviewed the program. The total volume was 11500ml, fill volume was 2500ml and a last fill volume of 2000ml. The tsr explained that three cycles at 2500ml and a last fill volume of 2000ml equals 9500ml leaving 2000ml left. The tsr explained that 2000ml was not enough for a 2500ml cycles. The cg stated she would call the nurse (rn) the next morning. Global product surveillance contacted the rn on (B)(4) 2011. The rn stated that the hp did come in and see her the following day. The rn was not sure why or how the program changed from four cycles to three. The rn was able to reprogram the therapy to the correct setting. The rn stated the hp has been able to complete therapy since.